Manufacturer narrative:
The patient was implanted with two neurostimulator systems and it was unclear which issues apply to which implanted system. Information regarding the other system implanted is: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had one of their ins's moved from their back to their front because of discomfort with the ins site. The caller did not know which of the two ins's was moved. No device issues were reported. No further complications were reported/anticipated.